Manufacturer narrative:
No patient information as no patient present in this concern. Per RMA a new emitter and axiem system was sent to site. Tests showed that emitter was broken and needed replacement. Part not returned. Once the emitter was replaced, system was working as intended.

Event description:
Site reported the axiem system of the treon ceases to track electro magnetic instruments. The screen shows the message "the axiem system hardware malfunction. Try to reboot the system...". Usually it occurs in an hour after turning on the axiem. If the site reboots the system and waits about half an hour, the system starts to work, but it again ceases to track the instruments after an hour. Patient information unknown.